Event description:
It was reported the pt's charging sys and pt programmer were unable to communicate with the pt's scs ipg due to the ipg not being charged in years. The scs ipg was replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.